Event description:
It was reported that the patient had a non-device related fall and the implantable pulse generator (ipg) stopped working. It was noted that the patients ipg had difficulty communicating to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.